Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the implant was tilted. It was stated that the implant had tilted away from the skin which made charging difficult. The patient was going to have a pocket revision to adjust the implant.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Rep said the pt had issues getting the recharger to establish excellent/good connection since they got the implant and when they first started charging about a couple of weeks ago. Ins was charged 80% on call, but ins was in closed loop charging with the 3 numbers on the call. The numbers were 0, 0, 20. Technical services (tss) provided some general charging guidance to rep. Rep was able to get good quality a few times, but quality quickly switched back to 3 numbers. Rep said the implant site looked good, but swelling would need to be assessed by the managing physician (hcp). Tss suggested following up with hcp to assess swelling and implant site since issue did not appear to be with positioning of recharger or recharger malfunction. Rep called back and was working with pt still around recharging ins. They are still getting low numbers with recovery mode recharging, sometimes 0's and the highest was 21 but they weren't able to sustain this. Caller can feel something at pocket site for ins but can't clearly feel the "face" of the ins as though it's parallel to the skin. The pt doesn't feel like they have any swelling going on. Caller had a spare wireless recharger (wr) so tss reviewed pairing process w/ the spare wr and then they were getting similar results with low recovery mode values of 1-2-3, then 0-0-3, then 7-10-11. Tss reviewed need for hcp to assess the pocket and ins position and see if further healing needs to occur. No symptoms were reported.